Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; output connector assembly was contaminated and lead connector would not connect into output connector due to this contamination. Analysis also found the main printed circuit board assembly was out of electrical specification, the display wire insulation was pinched (wire insulation not compromised), and the keypad flex and main label were damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the atrial and ventricular connectors need to be replaced; the lead will not stay in the connectors. The external pulse generator was returned for repair. There was no patient involvement.